Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow at the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the proglide device was not flushed prior to use. The electronic proglide instructions for use (eifu), states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm interventional procedure. Reportedly, the device was not flushed during device preparation. When inserted in the vessel, there was no blood flow at the lumen marker. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.